Event description:
It was reported that the left ventricular lead dislodged shortly after implant in 2008 and was not repositioned. On (B)(6) 2013 the lead exhibited a capture anomaly. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.